Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 300 (mg/dl). Customer administered a correction bolus to treat their bg level. Troubleshooting with tandem technical support did not reveal any anomaly with the infusion set tubing, cartridge, or pump. Contact abruptly ended the call during troubleshooting in order to contact their health care provider to discuss the customer's bg level. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information regarding this event was provided.